Event description:
Boston scientific corporation became aware of an alair bronchial thermoplasty catheter that was used to treat a patient for severe persistent asthma and reported within the literature article: "bronchial thermoplasty: therapeutic success in severe asthma associated with persistent airflow obstruction." Journal of asthma, 2012, early online: 1-3. According to the complainant, on (B)(6) 2010, the patient underwent her second bronchial thermoplasty (bt) treatment to the left lower lobe. The procedure involved 40 tissue actuations and was successfully completed. No issues were noted with the device. This complaint is being reported based on an event of partial atelectasis secondary to mucus plugging requiring hospitalization. Following the bt treatment, a post procedural chest radiograph revealed partial atelectasis of the treated left lower lobe. In the physician's assessment, the partial collapse was thought to be secondary to mucus plugging. The patient remained hospitalized and was observed on the general medicine service unit for two days. Upon discharge, the patient was prescribed nebulized budesonide. The physician noted that the patient's outpatient spirometry obtained in clinic one month prior to beginning bt treatment showed an fev1 of 1.06 l or 36% of predicted. Six months following completion of her three bt treatments, her spirometry reflected a slight drop in pulmonary function compared to measurements made prior to bt, with a fev1 of 0.96 l or 32% of predicted. However, the patient reported that she was less dyspneic and had a significant improvement in her quality of life. She stated that she was more active, less fatigued, and capable of completing activities of daily living without shortness of breath.

Manufacturer narrative:
The complainant was unable to provide the batch/serial number; therefore, the device expiration date and device manufacture date are unknown. (B)(4). MFR name: boston scientific corporation (B)(4). Report source: literature: "bronchial thermoplasty: therapeutic success in severe asthma associated with persistent airflow obstruction." Journal of asthma, 2012, early online: 1-3. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.